Event description:
Note: this report pertains to one of the two devices used during the same procedure. Manufacturer report #3005099803-2014-03462 captures the first device while #3005099803-2014-03463 captures the second device. It was reported to boston scientific corporation that two interject sclerotherapy needles were used in the patient's sigmoid colon during a polypectomy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, it was found out that the needle was blocked since too much resistance was observed when the nurse attempted to inject the mixture. They used another interject sclerotherapy needle but the same issue occurred. The procedure was completed with the third interject sclerotherapy needle. No visible issue with the complaint device or the packaging was reported. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Visual analysis of the returned device found no anomalies. Functional evaluation included injecting fluid through the device using a syringe, fluid could not pass through the device. When device was disassembled, needle appears to be complete and undamaged. A .009¿ pin gauge was then inserted but could not pass through the needle from either end. Blockage could not be cleared and no occlusion material was recovered. The complaint that the needle was occluded was confirmed. Anatomical/procedural factors likely affected the device integrity; therefore, the most probable root cause of this event is operational context. A review of the device history record (DHR) was performed; no anomalies were noted.

Manufacturer narrative:
Reported event that no fluid would flow through the catheter. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of the two devices used during the same procedure. Manufacturer report #3005099803-2014-03462 captures the first device while #3005099803-2014-03463 captures the second device. It was reported to boston scientific corporation that two interject sclerotherapy needles were used in the patient's sigmoid colon during a polypectomy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, it was found out that the needle was blocked since too much resistance was observed when the nurse attempted to inject the mixture. They used another interject sclerotherapy needle but the same issue occurred. The procedure was completed with the third interject sclerotherapy needle. No visible issue with the complaint device or the packaging was reported. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.